Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of hubs3053 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was rinsed a "hernia" was found on the tubing at the junction of the "two lanes". There was no patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hernia in the tubing is confirmed, and the cause appears to be use-related. The device returned was one dual lumen 9 fr hickman catheter. Visual observation found the catheter to manifest a hole in the tubing just distal to the bifurcation communicating with the red lumen. A hole in the septum between the lumens could be seen through the outer hole. There was a significant amount of use residue on the cuff. Both holes were roughly c-shaped, with the ¿c¿s in the same orientation. Leakage through the red lumen while flushing the white lumen was noted during preliminary evaluation, indicating interluminal communication. This would correspond to the hole in the septum distal to the bifurcation. After this, a burst occurred in the red lumen while continuing to flush. This corresponds to the hole in the outer wall. The septum wall thickness and wall thickness opposite, adjacent to the white lumen, were measured and found to meet specifications. The shape of the hole in the septum is typical of a burst and would correspond with the complaint description, as aneurysms frequently accompany bursts. The tensile weakness in the area is also evidence of distension. The burst in the red lumen during preliminary evaluation is also suggestive that the material had been weakened in that area. The sum of the evidence suggests that the catheter experienced a burst due to overpressurization during use, possibly related to the occlusion in the white lumen noted during preliminary evaluation. The complaint is therefore confirmed and found to be use-related. A lot history review (lhr) of hubs3053 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was rinsed a "hernia" was found on the tubing at the junction of the "two lanes". There was no patient injury reported.